Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided due to privacy issues.

Event description:
The customer reported falsely elevated magnesium (mg) results on one patient. The results provided were: on (B)(6) 2019: sid (B)(6): initial = 3.87mmol/l / repeated = 0.61mmol/l. There was no reported impact to patient management.

Manufacturer narrative:
A review of the instrument logs by abbott customer support identified a possible issue with the b-line laundry (cuvette washer). During the subsequent site visit by the field service representative (fsr), the following parts were replaced / cleaned: peri head tubing, part number (pn) 7-35009685-02; cuvette dry tip, list number (ln) 09d51-02; reagent probe l, ln 09d48-03; and the reagent probe r, ln 09d49-03, which resolved the issue. Return testing was not completed as returns were not available. A review of the architect, serial number (sn) (B)(6), service history did not reveal any other reports of discrepant results since the parts were replaced/cleaned. A review of historical data for each of the 4 parts found no systemic issues or trends. A review of the architect c16000 systems found no systemic issues or trends for the issue associated with this ticket. The architect system operations manual and the architect c16000 service and support manual provides adequate information regarding: limitations of result interpretation, maintenance, component replacement, and troubleshooting of the reported issue. Based on the investigation no product deficiency was identified for the architect, sn (B)(6), the tubing, peristaltic head (rohs) pn 7-35009685-02; the cc cuv dry tip ln 09d51-02; the c16 rgt pr(l)rohs ln 09d48-03; or the c16 rgt pr(r)rohs ln 09d49-03.